Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented on (B)(6) 2013 with signs/symptoms of gastroenteritis - nausea, vomiting, and diarrhea. His lactate dehydrogenase (ldh) and b-type natriuretic peptide (bnp) were notably elevated above baseline (ldh > 1200). Patient was subsequently admitted to the hospital to receive IV fluid resuscitation and antibiotic therapy. After receiving IV fluid, he began to experience worsening heart failure signs/symptoms including, shortness of breath and tachycardia. Further diagnostic testing included a right heart catheterization, which revealed a cardiac index of 1.1 and an ra and wedge pressure of 25 mmhg. He was transferred to the intensive care unit where IV milrinone was initiated. Patient was scheduled for pump exchange (B)(6) 2013. Confirmation received from clinical specialist today ((B)(4) 2013) that the patient did receive a pump exchange and that the original pump was explanted (B)(6) 2013.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) cut approximately 5" from the pump housing and the severed portion of the lead was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were not returned. The outlet elbow was returned attached to the pump outlet port. Visual examination of the distal side of the outlet stator prior to disassembly revealed a deposition of tissue-like clotted blood. The examination of the pump upon disassembly revealed a collapsed lining of tissue-like clotted blood extending from the proximal end of the inlet tube through the distal end of the inlet conduit flex section that is consistent with poor surface washing that occurred over an undetermined period of time. The outlet elbow revealed a similar deposition of tissue-like clotted blood extending into the outlet stator. Examination of the pump's blood contacting surfaces revealed a non-laminated, tissue-like thrombus formation with areas of denaturation surrounding the bearing ball of the outlet stator. These depositions also appeared to be the result of poor surface washing and could have contributed to the reported elevations in ldh and bnp. The evaluation could not conclusively determine a cause for the formation of these depositions. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The attached user facility report #3401130000-2013-9008 was received from the intermacs registry. A review of the device history records revealed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.